Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with no esc and down button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was unable to verify for low reservoir alarm due to no esc button response. Insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a low reservoir alert and later received a button error alarm. The customer's blood glucose was unknown. The customer declined troubleshooting for the low reservoir. The customer did not recall any significant events leading to the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.